Event description:
Patient reported right side seroma and suspected rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: underweight, brown particles on the surface of the shell, two openings curved, non-penetrating nicks, wear abrasion, crease fold. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks. A striated edge opening on radius side assessed as surgical damage. Additional, changed, and/or corrected data: d9 h3 h6.

Manufacturer narrative:
Additional coding: f1903 a review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture

Event description:
Patient reported right side seroma and suspected rupture. The device has been explanted.